Event description:
Provider states that the consumer was sitting on the bath board and her feet were facing one way and she leaned over the opposite way to adjust the water and the bath board broke underneath where there are two notches that connect to the bath and the consumer fell in the tub.